Event description:
Customer complaints blood leak during treatment. The blood loss is minimal. No patient harm and no medical intervention was necessary.

Manufacturer narrative:
Internal blood leaks can occur due to damage to the hollow fibers. No further info is expected for this event and the case is considered closed. The root cause of this event cannot be determined.